Event description:
The user facility reported that when preparing the device for use, prior to a procedure, a liquid leak was observed from the bending section of the evis lucera bronchovideoscope. There was no delay in the intended procedure. There was no report of patient/user harm or injury due to the event. The device was sent to an olympus service center for evaluation. During inspection and testing, the coating on the insertion section was observed to be peeling off. This report is being submitted for the reportable malfunction (insertion section coating peeling off) found during the device evaluation.

Manufacturer narrative:
Device inspection and testing confirmed the reported leakage and found it was due to a perforation in the bending section. In addition, service found the insertion tube was buckling and scratched. There was corrosion at the electrical connector, indicating water ingress. The bending angulation in the up direction was out of specification due to a worn angle wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by physical stress/chemical stress/storage environment, etc. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy. Precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor the field performance of this device.